Event description:
Technician reported a pt was being treated on a system 1000 hemodialysis machine with a conductivity reading of 12.7. This conductivity reading, which was verified with an external meter was lower than what this dialysate bath should achieve, which is a conductivity pf 13.7. Two hours and 15 minutes into treatment the pt felt sick with stomach pains, cramps, headache, and vomiting. The pt's blood pressure had dropped from 183 down to 56 and then back up to 130. The treatment was discontinued and the pt was admitted to the hospital for two days and fully recovered.